Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the reported event of component disassociation. . Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plastic collar of wrench was cracked & disassociated. Piece was discarded. Surgical delay of 8 minutes.

Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned instrument confirmed the reported event of component disassociation. . Depuy considers the investigation closed. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.